Manufacturer narrative:
Raiss p. Et al.,2012. "Results of cemented total shoulder replacement with a minimum follow-up of ten years", j bone joint surg am, 94: e171 (1-10). This is the final report submitted regarding this surgical event and medical device. Not returned to manufacturer.

Event description:
One patient requires re-operation due to a nontraumatic anterior dislocation of the humeral head.